Event description:
It was reported that, "dr. (B)(6) revised knee due to femoral component placement issue from original surgery."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.